Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was evaluated the next day and they were voiding in a healthy manner. No further complications anticipated.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that, in the last few days after the evaluation, the patient was unable to self-void as much as they did before. It was noted that the patient was aware that the self-volume would possibly go down after a few days. The patient¿s trial started on (B)(6) 2017, and they have a bilateral lead placement. No changes were able to be made at the time of the call. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.